Event description:
Complaint alleges her doctor ordered powerchair with elevated leg rest. Dealer order and delivered wheelchair without legrest. Dealer when contacted by plaintiff that her doctor did not order elevated legrests. Plaintiff alleges foot got caught between ground and wheel resulting in injuries.

Manufacturer narrative:
The model number, serial number, date of manufacture, and 510(k) information has been updated. The device has not been made available for evaluation. Should further information or the device become available, a follow-up report will then be submitted.

Manufacturer narrative:
This is not a product design issue but a fit issue.

Event description:
Complaint alleges her doctor ordered powerchair with elevated leg rest. Dealer ordered and delivered wheelchair without legrest. Dealer stated when contacted by plaintiff that her doctor did not order elevated legrests. Plaintiff alleges foot got caught between ground and wheel resulting in injuries.

Manufacturer narrative:
The device, including model and serial number has not been made available for evaluation at this time. Should further information or the device become available. A follow-up report will then be submitted. Attorney represented.

Event description:
Complaint alleges her doctor ordered powerchair with elevated leg rest. Dealer ordered and delivered wheelchair without legrest. Dealer stated when contacted by plaintiff that her doctor did not order elevated legrests. Plaintiff alleges foot got caught between ground and wheel resulting in injuries.